Event description:
It was reported that during preparation for a drug-eluting stenting procedure, a shaft fracture occurred. When unpacking the 3.00x12mm taxus liberte stent and initiating "the guide pass through the monorail," it was observed that the shaft had a fracture that did not allow inflation. The device was withdrawn from the guide and fractured completely. The physician completed the procedure on the 90% stenotic lesion with another 3.00x12mm taxus liberte stent. There were no patient complications. Patient status is reported as "stable."

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the unit revealed a shaft hypotube break, measured approximately 15.8cm distal from the strain relief. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The root cause of the reported complaint is unknown.